Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in china: (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zee floor system. The user reported that the upper body radiation shield was dropped. There is no report of impact to the state of health of any patient or user involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The lead glass is connected to the arm holder with a ball joint. The ball is held in by a polyethylene part inside a flange. If the lead glass is tilted with force, high tension is applied to the joint and the ball can be pressed out of the flange. In the "instructions for use - portegra2", chapter 3.5, it is stated that the system should only be moved by the defined points/handles. The manufacturer of the radiation shield is mavig gmbh. The entire lead glass with arm holder of the upper body protection (matno.: (B)(4)) was exchanged. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component.